Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: sloshing, patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via johnson and johnson medical devices us website customer satisfaction survey) that a female patient of unknown age, who underwent breast augmentation with two unspecified mentor saline breast prostheses, was dissatisfied with the outcome of the procedure. The patient stated that she was disappointed because she immediately felt a swishing of water in the saline implants. Per the patient, they had four previous augmentations including these saline implants, but now has silicone "510 moderate classic" implants. No information was provided in regards to the implantation and explantation dates of the implants. This information was reported anonymously, thus no follow up can be performed. If additional information becomes available in the future, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis.